Event description:
The reported stated that the device's charge-pak, attention, and service wrench icons are illuminated and does not power on. No pt use is associated with the report.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.